Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this crt-d was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that both brady and tachy therapy remained available. Review of device memory identified a fault. The fault was a result of software resets performed in an attempt to correct an identified memory inconsistency. A location storing data related to daily measurements had been altered, which led to the chain of events resulting in the observed reversion to safety core. No root cause for the memory inconsistency was determined through laboratory testing.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was returned for disposal after explant. No product performance allegations or adverse patient effects have been reported with regard to this device. Routine initial returned device testing indicated that detailed analysis was required.